Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2020-00936, 1627487-2020-00938. It was reported the patient experienced a fall and suffered head trauma a few days post implant. Patient later passed away on an unknown date.